Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not delivering the active basal rate. The reporter stated that the patient had a blood glucose of up to 327 mg/dl with no associated symptoms. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because the pump appeared to not be delivering the expected amount of insulin.